Manufacturer narrative:
An event of impeded mobility of leaflet, endocarditis, stenosis, high gradient, leakage/regurgitation, and patient death was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the abstract of the "the 29th annual scientific meeting of the japanese society of echocardiography", 2018, vol.29, p1-8 titled: a case of infective endocarditis detected during monitoring for prosthetic valve dysfunction. In 1997, an aortic valve replacement and bentall procedure were performed for the treatment of annuloaortic ectasia. A 25mm abbott mechanical heart valve (model and serial unknown) was implanted in the patient's aortic position. In 2007, a pacemaker was implanted in the patient. In 2013, an ascending aortic replacement was performed due to ruptured ascending aorta. In (B)(6) of 2017, the patient developed purulent arthritis on the left side and antibiotics were prescribed from (B)(6) of the year. In (B)(6) of 2017, the patient presented to the hospital with chest discomfort and fever and was admitted for suspected sepsis. Antibiotics were administered for treatment. Although no findings of prosthetic valve endocarditis (pve) was confirmed by a transthoracic echocardiography (tte), pseudomonas aeruginosa was positive in a blood culture. On day 4 of admission, a tte showed an increased pressure aortic valve gradient, moderate aortic regurgitation, and aortic stenosis. The values of peak velocity and mean pressure gradient had rose after the previous follow-up check performed one year ago, which were respectively 1.2 to 4.0 m/sec and 3 to 36 mmhg. The antibiotic was changed to another for the treatment of the pve. A cineradiography showed one immobile leaflet and an impeded mobility of the other leaflet which was assumed to be caused by vegetation. As the patient was not a good candidate for surgery, medical treatment was selected. On day 14 of admission, the patient's general condition was aggravated. A tee showed the peak velocity was increased to 4.5 from 4.0 m/sec and worsening of mitral regurgitation and tricuspid regurgitation. On day 21 of admission, the patient expired due to impact of infection on the body and vital organs. Since the mobilities of leaflets on this valve had been monitored over time, the pve was able to be detected in this case even though no obvious vegetation revealed via tte. No additional information is available regarding the model and serial number of this valve, the prescribed antibiotic and the exact dates of the respective event in this case including the implant/explant of this valve.